Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with post-meal lows while using the ilet system, including a documented low of 50 mg/dl lasting about 30 minutes, during which the system suspended insulin delivery and the event was treated with fast-acting carbohydrates without backup therapy or medical intervention. Symptoms included hypoglycemia. Outcomes included temporary disruption to daily activities due to out-of-range glucose. Investigation included troubleshooting and user education, review of available device data, and assignment for additional training. Investigation of this case revealed no device alarms or malfunctions and confirmed insulin suspension during downward trends, indicating device performance consistent with design, while the specific cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.